Event description:
An advance sling was implanted, date is unk. On (B)(6) 2011, a revision surgery was done, the reason is unk. It was reported that during the procedure, the surgeon had difficulty passing the needles due to scarring and from the mesh from the previous procedure. It was also reported that two attempts to insert a new sling were unsuccessful. A third device was opened and successfully implanted.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.